Event description:
Revision surgery - due to the patient walking barefoot down a hot paved road burning her feet, which allowed a massive infection. All components had to be removed. Temporary "space holders" are in place with antibiotics.

Manufacturer narrative:
The reason for this revision surgery was a massive infection. The previous surgery and the revision detailed in this investigation occurred over 1.3 yrs. Apart. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause of this complaint is the patient burned her feet that contributed to the infection or inhibited the patient's immune system. There are no indications of a product or process issue affecting implant safety or effectiveness.